Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor and housing adaptor, which were each replaced along with bearings and other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during an orthopaedic procedure. The procedure was successfully completed with another device, and there was no pt or user injury reported.